Event description:
It has been reported that the system did not start. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system was unable to start¿ . Upon investigation, it was found that, there is no problem with equipment operation, but turning the equipment power off/on improved the situation. The philips engineer formatted the flexvison pc disk and reinstalled the software. The system returned to use in good working order. The codes were updated based on the investigation outcome.